Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that during use on a patient (age & gender unknown), the device displayed an error code 401 and was not delivering tidal volume. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.